Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. No device malfunction suspected. The patient was doing well postoperatively and the explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred in the (B)(6) of 2021.